Event description:
Reportable based on product analysis approved on (B)(4) 2014. It was reported that the rotawire became kinked. The 90% stenosed target lesion is located in the moderately calcified and mildly tortuous left anterior descending artery. A 330cm rotawire was selected to be advanced to the target lesion. Prior to inserting the device, it was noted that the distal end of the rotawire was partly bent and could not be easily shaped. The physician replaced the rotawire with another of the same device to complete the procedure. There were no patient complications reported and the patient's condition is stable. However, product analysis revealed that the spring tip became separated.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. It was observed that the device was kinked and the spring tip was received separate of the core wire. The fracture on the corewire was located at 3 mm from the ball weld and the spring tip separation was located at 27 mm from the distal end. The returned device was sent for external analysis. The (B)(4) lab returned the following results: the failure on corewire occurred due to a bending overload. The failure on the welding zone presented no evidence of adherence between the two sections (corewire and spring). A low amount of solder material was observed on the welding region. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).